Event description:
It was reported that a revision surgery was performed in 2008 to remove single level construct from patient at l5/s1 for associated s1 joint pain.

Manufacturer narrative:
This report will be amended when our investigation is complete. No article or lot numbers have been provided yet, neither has the product been returned for evaluation.